Event description:
It was reported by repair work order that the brakes could not fully hold due to loose foot end brake pivot. No patient was affected and no adverse consequence or clinically relevant delay in treatment was reported.